Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The catheter had detached from the spine three times, the third time was in (B)(6) 2011 (see manufacturer report #3004209178-2014-21062 for the first time and manufacturer report #3004209178-2014-21065 for the second time). The device system was used to deliver morphine. The specific symptoms, interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.